Event description:
The customer's mother reported that the customer went into dka so she was taken to the hospital where she stayed for 22 hrs. The customer was treated with an insulin drip. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.